Event description:
The customer reported five (5) false positive results with the determine hiv 1/2 ag/ab combo test taken on unknown dates with an unknown sample type. This report addresses test two (2) of five (5). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test taken on an unknown date with an unknown sample type. No additional information, including confirmatory test result, and patient treatment and outcome, was provided.

Manufacturer narrative:
Corrections: b3 - the date of event is an estimation as the exact event date was not provided. E1 and e3 - initial reporter information updated g2 - distributor/importer added as report source the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported five (5) false positive results with the determine hiv 1/2 ag/ab combo test taken on unknown dates with an unknown sample type. This report addresses test two (2) of five (5). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test taken on an unknown date with an unknown sample type. No additional information, including confirmatory test result, and patient treatment and outcome, was provided.

Manufacturer narrative:
Note: e1 - there is no initial reporter establishment name available as the customer mentioned an additional false positive test with no location provided. The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Corrections: e1 and e3 - initial reporter information updated. G2 - report source updated. Note: b3 - the date of event is an estimation as the exact event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The customer reported five (5) false positive results with the determine hiv 1/2 ag/ab combo test taken on unknown dates with an unknown sample type. This report addresses test two (2) of five (5). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test taken on an unknown date with an unknown sample type. No additional information, including confirmatory test result, and patient treatment and outcome, was provided.